Manufacturer narrative:
The lot was manufactured october 19, 2016 - october 21, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured during filling. The reporter stated that while the preparer was injecting chemotherapy drugs and normal saline into the device, the balloon did not expand symmetrically. When the last 10ml of solution was pushed into the balloon, the balloon burst, leading to a leak of chemotherapy drugs from the connector. There was no patient involvement. No additional information is available.